Event description:
It has been reported to us that the tip of the diagnostic catheter separated from the shaft while inserting the diagnostic catheter into the introducer sheath. During the preparation, the physician inserted the angiographic guide wire into the diagnostic catheter and while inserting the product into the introducer sheath, the diagnostic catheter tip area cracked at the proximal sidehole and the shaft separated into the physician's hand. The physician did not use the product. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.